Manufacturer narrative:
(B)(4).

Event description:
A confirmed catheter fracture was reported. The catheter had fractured at the anchor site outside of the intrathecal space. It was noted that a butterfly anchor was used. A new catheter was placed. The pt experienced a "change in therapeutic effect." The medication dose was started at a 15% reduced dose. The specific type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested. A f/u report will be sent if additional information becomes available.